Event description:
It was reported to philips that the system would not turn on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified a remote service engineer (rse) checked the system remotely and found system would not turn on. To resolve the issue, rse tried to off and on via flex vision pc. After restarting the device and checking its functionality after reboot, the system was working as intended. The codes were updated based on the investigation outcome. Evaluation method code was corrected.